Event description:
It was reported that the patient's left ventricular lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of lead dislodgement was not confirmed. As received, a complete lead was returned in one piece. Final analysis did not find any anomalies with the exception of procedural damage.